Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Event description:
It was reported that unit was not cutting properly and then not working. There was no patient harm or involvement and no delay. No additional information available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: -review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. -review of the device history record identified no deviations or anomalies during manufacturing. -a definitive root cause cannot be determined. -the event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.